Event description:
Additional information was received indicating the physician planned to monitor the system via remote patient monitoring. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pace impedance measurements. Boston scientific technical services discussed that the measurements could be a sign of a lead conductor issue or a device/lead interface issue. The system remains in service. No adverse patient effects were reported.